Event description:
Meter was reading inaccurately high. The patient obtained a 230 mg/dl on the reported meter and a 134 mg/dl on an unknown meter, with a 10 minutes time difference. A potential malfunction of the meter in terms of accuracy can't be determined, as the meter was compared to another meter. The patient did not experience any symptoms of high or low blood glucose levels during the time of testing. While picking up test strips from the hospital pharmacy, the pharmacise advised the patient to contact lfs due to the meter consistently prompting error 2. The patient was unable to verify the technique used to perform quality control testing at the pharmacy. The patient neither alleged harm nor experienced injury or medical intervention. The patient reported that the strip from one particular fial were wider, thus making difficult to insert the test strips into the test strip port. The customer care representative walked the patient through inserting test strips from a different vial of test strips and the issue was resolved. Based on the information supplied by the patient, there is an indication that the reported lot of test strips malfunctioned and that the event meets the criteria for a medical device reportable. The control solution was replaced.